Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that three xience stents (2.5 x 23 mm xience, 3.0 x 28 mm xience, and 3.0 x 23 mm xience) were implanted in 2008, to treat a chronically totally occluded (cto) lesion in the mid to distal right coronary artery (rca); however, the pt was discharged with poor timi flow and on the next day, the rca has closed up again. The pt presented with in- stent thrombosis which required additional treatment with a balloon to reopen the vessel. No additional event or patient info is available.

Manufacturer narrative:
The two xience v everolimus eluting coronary stent systems indicated are being filed under the same MFR number. Thrombosis and ischemia are known outcomes of coronary stenting procedures, and are listed in the device IFU as potential adverse events. The additional balloon angioplasty was performed to resolve the other patient effects. In this case, there was no report of difficulties experienced deploying the xience stents, and there was no damage noted to the device prior to use. Thus, although a definite root cause for the thrombosis and ischemia, and the relationship to the devices, if any, cannot de determined, there are no indications that product quality issues contributed to the outcome of the procedure.